Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's blood glucose level was 136 mg/dl, but her insulin pump went into threshold suspend because her sensor glucose reading was 56 mg/dl. Standard troubleshooting was performed. The customer's sensor was 5 days old. The customer changed the sensor and that resolved the issue. The product is not being returned. Nothing further was reported.